Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal left anterior descending (lad) artery with no tortuosity, mild calcification and 99% stenosis, a xience xpedition stent was implanted. A 3.5x 12mm nc traveler balloon dilatation catheter was advanced without resistance for post-dilatation; however, the balloon ruptured on the first inflation at 5 atmospheres. The balloon dilatation catheter was withdrawn from the patient anatomy without any resistance. Reportedly, the device was soaked and air aspiration was performed outside of the patient anatomy prior to use. A non-abbott balloon catheter was used for further dilatation. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler device is currently not commercially available in the us.; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.